Event description:
A customer contacted baxter's technical service center regarding an increased intra-peritoneal volume (iipv) event that occurred while on the homechoice (hc) machine during fill 1. The home patient (hp) reportedly felt full. The technical service representative (tsr) assisted the hp with a manual drain of 4613ml. The hp stated that he felt fine after draining and was requesting assistance with continuing therapy. The tsr assisted in continuing therapy as requested. The tsr advised the hp to contact nurse regarding the overfill incident and about receiving a 10.4 hc machine. The hp stated that the nurse would assist in programming. The tsr reviewed therapy programming and arranged a swap of the hc device. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Per the iipv callscript, the hp reported feeling full. The hp had symptoms and was connected to the cycler at the time of the call. The largest prescribed fill volume (lpfv) is 2500ml. The drain volume was 4613ml. Calculation: (4613ml-2500ml)/2500ml=0.845. This is an iipv event. The initial drain alarm setting was less than 70% of the last volume infused and the initial drain alarm was set at 0. Per the iipv callscript the cause was false empty detect and use error with initial drain alarm setting inappropriately programmed. During a follow up with the hp?s caregiver (cg) regarding the reported issues, it was revealed that the symptoms were resolved upon draining, and the hp had been continuing therapy on the new hc machine without any further issues. The cg stated that she had discussed the event with the nurse. Per cg, upon receipt of the hc cycler, the nurse had programmed the machine. Per cg, the hp is doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event, but was not duplicated during pal evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported difficulty. The cause of the iipv was determined to be insufficient drain due to false empty detect at initial drain and initial drain alarm volume was met. The met specifications for the reported issue of iipv. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through a CAPA.